Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting tones. A guidant sales representative reported that the device displayed an elective replacement indicator (eri) on 2/28/05. The device was programmed to atrial outputs at 4 v. Pacing thresholds were 1.6 v at 0.5 ms and 3.5 v at 0.2 ms. Patient was atrial paced 94%. Ventricular threshold measurements were 2.0 v at 0.4 ms and patient was paced in the ventricle 80%. Guidant received subsequent information that this device was explanted when it displayed an elective replacement indicator (eri) and was replaced with another guidant implantable cardioverter defibrillator (ICD).